Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. The valve actuation test, system air leak test, and the teach pump test passed. The simulated treatment post-accelerated stress test 2-hour 15-minute 8500 ml test passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during an unknown phase of their peritoneal dialysis (pd) treatment. Pressed the ok, stop, and touched the screen, but the screen remained blank. The cycler was rebooted cycler, ok and stop keys lit up, but the screen remained blank. Nurse stated the patient reported alarms during treatment, but due to cycler screen being blank we are unable to conclude what alarm the patient was receiving. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Additional information was requested, however; to date has not been provided.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during an unknown phase of their peritoneal dialysis (pd) treatment. Pressed the ok, stop, and touched the screen, but the screen remained blank. The cycler was rebooted cycler, ok and stop keys lit up, but the screen remained blank. Nurse stated the patient reported alarms during treatment, but due to cycler screen being blank we are unable to conclude what alarm the patient was receiving. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Additional information was requested, however; to date has not been provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Correction: b5.